Manufacturer narrative:
H3: product analysis #(B)(4): part # 86351010; lot # ca20c009. Visual and optical inspection confirmed the threads of the spacer have been damaged. The damage is consistent with the misalignment of the spacer when attached to the inserter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a product identified during an event. It was reported that inserter became cross threaded on implant. There is no patient involved in this event. No further complications were reported/anticipated.